Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. Returned product consisted of the rotalink burr catheter and a rotawire. The rotawire was kinked. The coil, sheath, handshake connections, burr, and annulus were microscopically and visually inspected. The burr was detached and received on the rotawire. The burr was able to be removed from the rotawire with no issues. There was a portion of the coil in the burr. There were numerous kinks throughout the sheath and coil of the device. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that the burr became detached from the catheter. The target lesion was located in the diffusely calcified left anterior descending artery(lad). A 1.50mm rotalink¿ burr was selected to be used. Rotational speed was set at 160,000 rpm. In the middle of the procedure, the speed was increased to 170,000 rpm. Subsequently, the speed dropped in decrements between 10,000 and 15,000 rpm. After several rotablations, the device was taken out on dynaglide mode and encountered a tight area of calcium. Furthermore, it was noted that the burr became detached from the drive shaft, extending out of the catheter and was tracking through the rotawire. A balloon was inserted over a buddy wire and was inflated. A non bsc guide catheter was also inserted and was pulled together with the rotawire which successfully removed the detached burr from the patient's body. The rotawire was then checked, outside the patient's body and a kink was observed. The procedure was completed with a different device. There were no patient complications and the patient's condition was fine.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the burr became detached from the catheter. The target lesion was located in the diffusely calcified left anterior descending artery(lad). A 1.50mm rotalink¿ burr was selected to be used. Rotational speed was set at 160,000 rpm. In the middle of the procedure, the speed was increased to 170,000 rpm. Subsequently, the speed dropped in decrements between 10,000 and 15,000 rpm. After several rotablations, the device was taken out on dynaglide mode and encountered a tight area of calcium. Furthermore, it was noted that the burr became detached from the drive shaft, extending out of the catheter and was tracking through the rotawire. A balloon was inserted over a buddy wire and was inflated. A non bsc guide catheter was also inserted and was pulled together with the rotawire which successfully removed the detached burr from the patient's body. The rotawire was then checked, outside the patient's body and a kink was observed. The procedure was completed with a different device. There were no patient complications and the patient's condition was fine.